Manufacturer narrative:
Concomitant product: product ID 8781, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported that a patient experienced underdose symptoms, specifically increased spasticity along catheter track. A catheter issue occurred, which was seen when the healthcare professional (hcp) was not able to aspirate the cap (catheter access port). The issue was found to be due to migration of the catheter and dislodgement of the distal segment out of the intrathecal space. A revision was required. The dislodged spinal segment was cut and spliced to a new revision kit spinal segment. Good flow was established after the revision. The patient was doing ¿fine¿ as of (B)(6) 2015. The pump was used to infuse baclofen (unknown). Follow up was conducted to obtain further information. If additional information is received a follow up report will be sent.